Event description:
Customer reported a broken usb port on the device, which prevented charging of the pump. There was no reported impact to the customer¿s blood glucose level. A replacement pump was provided, and the customer was requested to return the faulty device for further inspection.